Manufacturer narrative:
(B)(4). Returned meter, test strips and glucose control evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: test strips issue. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (12/19/2014).

Event description:
Consumer complaint of control results reading of "lo". Customer stated that he stores his meter and supplies at room temperature of 36-86f and in his bedroom. I then assisted the customer with running a proper control test using the level one true test glucose control solution. The range for a level one is 29mg/dl-59mg/dl. The result displayed as "lo". The customer then ran a second control test using a fresh drop of solution: the result was 49mg/dl. Reviewed the last 7 blood glucose results in the meters memory: 49mg/dl (control test) on (B)(6) 2014 at 12:21pm; "lo" (control test) on (B)(6) 2014 at 12:20pm; 98mg/dl on (B)(6) 2014 at 07:59am; 94mg/dl on (B)(6) 2014 at 08:26am; 106mg/dl on (B)(6) 2014 at 08:41am; 117mg/dl on (B)(6) 2014 at 08:55am; 115mg/dl on (B)(6) 2014 at 08:57am. No adverse event reported. Level 1 control solution lot number - 4ac1b71.